Event description:
It was reported that a patient underwent an x-stop procedure at levels l4/l5. Reportedly, an infection occurred at the surrounding area of l4/l5 where the device was implanted. The physician performed the procedure to clean the infected area and found that the superspinous ligament appeared missing and the l5 spinous process was fractured. The physician decided to remove the device and clean the area, however, did not proceed with any other intervention until the infection healed. It was noted that the device removed was "intact and in working condition". The device was in the patient for approximately 3-4 months. The patient's current status was reported to be "good". No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.